Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a temperature alarm occurred during normal temperature conditions followed by a malfunction alarm. Customer reverted to manual insulin injections. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
(B)(4).